Event description:
Revision of cracked ceramic liner approx 2 years post operatively. Pt reported that her hip become unstable while walking, no trauma.

Manufacturer narrative:
Device is currently undergoing engineering eval.